Event description:
3m espe was informed of the surgical removal of an endure implant using a piezotome and trephine on (B)(6), 2011. The removed implant was cracked longitudinally in the hexed region. Several abutments on this implant were found to be loose or cracked prior to identification of the cracked implant as the root cause. The patient was reported to be fine.

Manufacturer narrative:
Conclusions - based on 3m espe follow-up conversation with the dentist, the abutement was most likely overloaded which led to fractured implant. In addition, the implant may have been too small for the location.